Event description:
On (B)(6) 2012 the patient had a prophylactic generator replacement surgery. Interrogation of the device on the surgery day found that the patient was set at a 30 seconds on time and 60 minutes off time and diagnostics showed that the device was not at near end of service. The patient confirmed that he was only able to feel stimulation once every hour; however, he had experienced an increase in seizures (below pre-vns baseline levels) recently and could no longer feel the stimulation anymore due to what he believed was the battery being at end of service. However, when the company representative performed the diagnostic test, the patient stated he could feel the stimulation and started coughing. It was not clear if the patient had been programmed to these settings intentionally or if this was due to a faulted diagnostic test. A review of programming history was performed, however, the only data available was from the date of implant.

Event description:
Product analysis of the explanted generator was completed and approved on (B)(6) 2013. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts for additional information have been unsuccessful. No additional information has been provided.

Manufacturer narrative:
(B)(6).

Event description:
Follow up with the physician's office found that the patient's device was replaced for patient comfort for the below baseline level increase in seizures. There was no change as a result of this replacement. No causal or contributory programming changes, medication changes, or external factors occured which preceded the onset of the increased seizures. In regards to the patient not feeling stimulation recently and only feeling it once every hour, the physician stated that these were the patient's previous settings and no causal or contributory programming or medication changes preceded the onset of the event. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. The patient's battery was replaced as an intervention. Lastly, in regards to the patient experiencing coughing when the vns settings were adjusted, the physician stated that this is his typical pattern. No other information was provided.

Manufacturer narrative:
Review of programming history.